Event description:
Patient stated she was speaking with rn and blood pressure cuff inflated repeatedly. Patient later noticed that her hand and forearm had new broken capillaries covering hand and lower forearm. Patient denies pain. Circulation, sensation, and motion were verified as intact. No other changes. Reported to rn and crna to care for patient in operating room.